Event description:
This is the same case and patient as MFR. Report # 3005099803-2011-03905. This report pertains to the second of two devices.it was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure.according to the complainant, the patient experienced complications. However, the exact nature and date of onset of the complications were not reported. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Upn was updated from "unk557 - advantage" to "m0068502110- advantage fit - single."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03905 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure. According to the complainant, the patient experienced complications. However, the exact nature and date of onset of the complications were not reported. All other information is unknown and reportedly unavailable.